Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The consumer reported that the patient started their trial on (B)(6) 2015. The next day, stimulation was felt only on the right side and then eventually the trial patient was feeling no stimulation by the end of the day. The patient had the stimulation up to 3.0v and was able to feel it. The patient experienced a loss or change of therapy and was leaking. The patient did not feel stimulation and the therapy was off. The patient turned the therapy on and the issue was not resolved. The patient was only able to get stimulation up to 0.80v and then the screen came up to call the clinician. The screen stated "settings not available" and it was screen 59. This showed up when the patient tried to increase or change stimulation. The consumer further reported that they were in the hospital because they had become septic because of urinary tract infections (utis). The temporary device had come loose and was removed and the patient didn't have anything currently implanted. The patient didn't know when the infection started and it was probably occurring when the patient had the trial implanted. The patient was being treated with antibiotics and was supposed to be discharged from the hospital tomorrow.